Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to sensor issues. The customer was also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose was 325 mg/dl and the senor glucose was 50 mg/dl. Customer reported hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-1884, mmt-397a, mmt-7040a. Troubleshooting was performed for differences between glucose levels, the difference between sensor glucose and blood glucose values was 275 mg/dl and it is beyond 30% limit. Customer will discontinue use of the device. Troubleshooting was partially performed for hyperglycemic event. Customer was using the insulin pump system within 48 hours of reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-397a. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.